Event description:
Patient care specialist (pcs) contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report intermittent out of range on (B)(6) 2015. At the time of contact pcs did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).